Event description:
It was reported to philips that the system could not be switched on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system on site and confirmed that the system had power issue. Upon troubleshooting, distributor went onsite and found the system was unable to be activated from both the console room and the power button located in the m cabinet and mpd (main power distributor) was defective due to an internal fuse failure. To resolve the issue, distributor replaced mpd control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was updated correctly.